Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 182 mg/dl. Customer stated that the act button was sticky and not letting them go through screens. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.